Manufacturer narrative:
Internal file number - (B)(4). Correction: patient identifier updated from (B)(6) to (B)(6). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported leak on the hub appears to be related to circumstances of the procedure. The device was prepped prior to use without issues or leak noted, which would suggest that the device was not damaged prior to inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The leak was coming from the hub of the 5.5 x 120 mm armada 18 balloon catheter. No device issues were reported with the indeflator. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: inflation device: indeflator, guide wire: 300 cm command, sheath: avanti plus 6 fr 11cm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The indeflator device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery that did not have any tortuosity. A 300 cm command guide wire was advanced towards the lesion and a 5.5 x 120 mm armada 18 balloon catheter was connected to the indeflator. It was noted that contrast leaked from the shaft connection and the pressure could not be held. Therefore, the balloon catheter and indeflator were replaced with an unspecified armada 18 balloon catheter and another indeflator to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.